Event description:
The plaintiff's attorney alleged that the decedent on or about 05/31/2010 experienced cardiac arrest and subsequently expired on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving two separate products.